Manufacturer narrative:
The following fields have been updated due to additional information: correction: after further evaluation of the complaint, it has been determined that the previously submitted report (B)(4) was sent in error. Complaint captured under report (B)(4) MFR# 1920898-2023-00754. MFR#: 2243072-2023-02016 is void as a result.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" the syringe pusher/gasket inside the syringe barrel also distorted diagonally and is about to come off. This complaint was created to capture the 2nd of 2 related incidents the following information was provided by the initial reporter, translated from japanese to english: customer reported that the protective cap is distorted, and the syringe pusher/gasket inside the syringe barrel also distorted diagonally and is about to come off.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" the syringe pusher/gasket inside the syringe barrel also distorted diagonally and is about to come off. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the protective cap is distorted, and the syringe pusher/gasket inside the syringe barrel also distorted diagonally and is about to come off.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.